Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The product photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number qcmjke, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and following was obtained: was the suture found detached from needle inside the package or did it pull off while opening the package? The suture detached from needle this happened, after taking bite in tissue. How was the procedure completed? Another foil of stratafix was used. Were there any patient consequences? No patient consequence. Device return status/follow up? Device is available. Pcf deferred due to quarantine restrictions. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2021 and the barbed suture was used. The suture detached from the needle and this happened after taking bite in tissue. Another barbed suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 04/09/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> according to the information received, stratafix symmetric used for tkr. After openening the foil the suture was found broken from swage side of needle. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample with a detached needle from the suture of product code sxpp1a203 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 05/04/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9. H3 evaluation: the product was returned to for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a203 was received for evaluation, the swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. .